Manufacturer narrative:
Device received with unresponsive buttons due to flattened act button. Device received with corrosion at keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with cracked case at display window corners. Device received with severely scratched lcd window. Device received with missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer was unable to clear the alarm. Customer's blood glucose was 190 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.